Manufacturer narrative:
Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and underwent a hysterectomy. This pelvic pain is a listed event in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Subsequent to implantation with essure, the consumer began to suffer from severe pelvic pain and weight gain. She had to have a hysterectomy as a result of essure. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and underwent a hysterectomy. This pelvic pain is a listed event in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coils were to broken up so physician disposed of the device'), fallopian tube perforation ('my essure coil perforated my fallopian tube and migrated to uterus'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure / migrated to uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time folllowing essure". The patient's medical history included multigravida and parity 3 (((B)(6) )). Concurrent conditions included body mass index normal and anxiety. Concomitant products included butalbital;paracetamol (bupap) since 2015 for migraine as well as clonazepam, hydrocodone since 2017, oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), trazodone and zolpidem tartrate (ambien) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2012, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue"), back pain ("back pain / back pain-(severe and persistent)"), pain in extremity ("leg pain / leg pain-(severe and persistent),") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced the first episode of abnormal weight gain ("extreme weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced migraine ("migraines / head(migraines)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), the second episode of abnormal weight gain ("weight gain / extreme weight gain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel-") with rash, complication of device removal ("the essure coils were to broken up so physician disposed of the device"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with medication including bupap, pain relievers and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, genital haemorrhage, dysgeusia, allergy to metals, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and abdominal pain upper outcome was unknown, the uterine haemorrhage, the last episode of abnormal weight gain, fatigue and mood swings was resolving and the migraine, back pain and pain in extremity had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, migraine, mood swings, nausea, pain in extremity, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal infection, the first episode of abnormal weight gain and the second episode of abnormal weight gain to be related to essure. The reporter commented: plaintiff left with serious injuries date(s) of removal: (B)(6) 2014, (B)(6) 2015 date(s) of insertion: (B)(6) 2012, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . She did undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4) . All information from deletion case was transferred to retention case (B)(4) . No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (partial hysterectomy with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, weight increased, abdominal pain, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, genital haemorrhage, migraine and weight increased to be related to essure. The reporter commented: plaintiff left with serious injuries. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain, significant pelvic pain, heavy bleeding, fatigue, migraines, and migration of essure. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure coils were to broken up so physician disposed of the device"), fallopian tube perforation ("my essure coil perforated my fallopian tube"), device expulsion ("migration of essure / migrated to uterus"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 (((B)(6) 2005,(B)(6) 2011,(B)(6) 2012)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("back pain / back pain-(severe and persistent)") and pain in extremity ("leg pain / leg pain-(severe and persistent),"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced migraine ("migraines / head(migraines)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain / extreme weight gain"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel-") with rash, treatment noncompliance ("did not use birth control or contraception at any time folllowing essure") and complication of device removal ("the essure coils were to broken up so physician disposed of the device"). The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy) and surgery (partial hysterectomy with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, dysgeusia, allergy to metals and treatment noncompliance outcome was unknown, the uterine haemorrhage, weight increased, fatigue and mood swings was resolving and the migraine, back pain and pain in extremity had not resolved. The reporter considered allergy to metals, back pain, complication of device removal, device breakage, device expulsion, dysgeusia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, mood swings, pain in extremity, treatment noncompliance, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. She did undergo an essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jan-2018: pfs received ¿ new events, ¿my essure coil perforated my fallopian tube, the essure coils were to broken up so physician disposed of the device, abnormal uterine bleeding, back pain / back pain-(severe and persistent), leg pain / leg pain-(severe and persistent), metallic taste in mouth, mood swings, rashes, allergic to nickel, did not use birth control or contraception at any time following essure" were added. Event 'migration of essure / migrated to uterus' was updated as 'device expulsion". Patients information was added. Historical and concomitant condition were added. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure coils were to broken up so physician disposed of the device"), fallopian tube perforation ("my essure coil perforated my fallopian tube and migrated to uterus"), device expulsion ("migration of essure / migrated to uterus"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included multigravida and parity 3 ((02-nov-2005,03-mar-2011,06-jan-2012)). Concurrent conditions included body mass index normal. Concomitant products included phrenilin (bupap) since 2015 for migraine as well as hydrocodone since 2017 and zolpidem tartrate (ambien) since 2015. In february 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On 21-feb-2012, the patient had essure inserted. In march 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("back pain / back pain-(severe and persistent)"), pain in extremity ("leg pain / leg pain-(severe and persistent),") and mood swings ("mood swings"). In december 2012, the patient experienced weight increased ("extreme weight gain"). In september 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced migraine ("migraines / head(migraines)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("weight gain / extreme weight gain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel-") with rash, treatment noncompliance ("did not use birth control or contraception at any time folllowing essure") and complication of device removal ("the essure coils were to broken up so physician disposed of the device"). The patient was treated with surgery (sep2014, total hysterectomy leaving my ovaries), surgery (sep2014, total hysterectomy leaving my ovaries) and surgery (partial hysterectomy with removal of the essure). Essure was removed in september 2014. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, dysgeusia, allergy to metals and treatment noncompliance outcome was unknown, the uterine haemorrhage, abnormal weight gain, fatigue, mood swings and weight increased was resolving and the migraine, back pain and pain in extremity had not resolved. The reporter considered abnormal weight gain, allergy to metals, back pain, complication of device removal, device breakage, device expulsion, dysgeusia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, mood swings, pain in extremity, treatment noncompliance, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. She did undergo an essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received. Concomitant drug added. Event¿ extreme weight gain, did you undergo an essure confirmation test: no added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure coils were to broken up so physician disposed of the device"), fallopian tube perforation ("my essure coil perforated my fallopian tube and migrated to uterus"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure / migrated to uterus"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time folllowing essure". The patient's past medical history included multigravida and parity 3 (((B)(6) 2005, (B)(6) 2011, (B)(6) 2012. Concurrent conditions included body mass index normal and anxiety. Concomitant products included phrenilin (bupap) since 2015 for migraine as well as clonazepam, hydrocodone since 2017, oxycocet (percocet), quetiapine (seroquel), trazodone and zolpidem tartrate (ambien) since 2015. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced dysgeusia ("metallic taste in mouth"). In march 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("back pain / back pain-(severe and persistent)"), pain in extremity ("leg pain / leg pain-(severe and persistent),") and mood swings ("mood swings"). In december 2012, the patient experienced the first episode of abnormal weight gain ("extreme weight gain"). In september 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced migraine ("migraines / head(migraines)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), the second episode of abnormal weight gain ("weight gain / extreme weight gain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel-") with rash, complication of device removal ("the essure coils were to broken up so physician disposed of the device"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, genital haemorrhage, dysgeusia, allergy to metals, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and abdominal pain upper outcome was unknown, the uterine haemorrhage, the last episode of abnormal weight gain, fatigue and mood swings was resolving and the migraine, back pain and pain in extremity had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, migraine, mood swings, nausea, pain in extremity, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal infection, the first episode of abnormal weight gain and the second episode of abnormal weight gain to be related to essure. The reporter commented: plaintiff left with serious injuries date(s) of removal: sep-2014, (B)(6) 2015. Date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. She did undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical complaint) incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure coils were to broken up so physician disposed of the device"), fallopian tube perforation ("my essure coil perforated my fallopian tube and migrated to uterus"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure / migrated to uterus"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time folllowing essure". The patient's past medical history included multigravida and parity 3 (((B)(6) 2005, (B)(6) 2011, (B)(6) 2012)). Concurrent conditions included body mass index normal and anxiety. Concomitant products included phrenilin (bupap) since 2015 for migraine as well as clonazepam, hydrocodone since 2017, oxycocet (percocet), quetiapine (seroquel), trazodone and zolpidem tartrate (ambien) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("back pain / back pain-(severe and persistent)"), pain in extremity ("leg pain / leg pain-(severe and persistent),") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced the first episode of abnormal weight gain ("extreme weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced migraine ("migraines / head(migraines)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), the second episode of abnormal weight gain ("weight gain / extreme weight gain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel-") with rash, complication of device removal ("the essure coils were to broken up so physician disposed of the device"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, genital haemorrhage, dysgeusia, allergy to metals, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and abdominal pain upper outcome was unknown, the uterine haemorrhage, the last episode of abnormal weight gain, fatigue and mood swings was resolving and the migraine, back pain and pain in extremity had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, migraine, mood swings, nausea, pain in extremity, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal infection, the first episode of abnormal weight gain and the second episode of abnormal weight gain to be related to essure. The reporter commented: plaintiff left with serious injuries date(s) of removal: (B)(6) 2014, (B)(6) 2015. Date(s) of insertion: (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. She did undergo an essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs and events- perforation (uterus), hormonal changes, infection (bladder/urinary tract/vaginal)), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes), nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, vaginal discharge, hair loss, stomach pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs